Event description:
The customer observed a falsely elevated platelet result generated on the cell-dyn emerald analyzer. The customer indicated a patient was tested on (B)(6) 2014 generating an initial result of 24 k/ul. The hospital cutoff for admittance is <10 k/ul. The specimen was retested at the hospital using the sysmex analyzer generating a result of 3 k/ul. There has been no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
The evaluation included a review of the complaint text, a search for similar complaints, and a review of labeling. Based on the data submitted, the incidents were related to pathological samples which contained interfering substances and conditions that would affect sample processing. It was determined the cell-dyn emerald was performing as designed. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn emerald, ln 9h39, was identified.

Event description:
On 05/29/201 additional information was received from the customer: the customer observed a discrepant platelet result generated on the cell-dyn emerald analyzer. The customer indicated an initial result of 31 k/ul. The hospital cutoff for admittance is <10. The specimen was retested using the sysmex analyzer generating a result of 19 k/ul. The customer indicated that both results were deemed abnormally low but did not impact the patient treatment.